Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is an implant too proud of the ilium.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2015 where two implants were placed. After an unknown period of pain relief, the patient presented to a different surgeon with complaints of left side si joint pain. The new surgeon determined via x-rays that the cephalad implant was approximately 15 millimeters proud of the ilium and was irritating the tissue around the proximal end of the implant. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the cephalad implant. The caudal implant was left in place. The status of the patient following the revision surgery is not yet known.